Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, loss of capture and low pacing impedance was observed on the right ventricular (rv) lead. The physician suspected lead insulation damage to be the cause of the event, however, diagnostic imaging did not confirm the damage. The rv lead was capped and replaced to resolve the event and the patient was in stable condition.